Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the display went blank. The clinician reportedly switched to manual mode of ventilation and cycled power. The case continued with no further reported complaint. There was no reported patient injury.